Manufacturer narrative:
The pump was unable to prime during the prime/compromised force sensor test due to faulty force sensor resistor (gold). The pump had scratched display window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 310mg/dl. The customer stated that he had issues filling the reservoir. It will go to prime and would not let him do anything. He was unable to exit the "preparing to prime" loop. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.